Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through reset process, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if any malfunction code occurred again.